Manufacturer narrative:
Investigation revealed that there was no system malfunction. Review of the excelsiushub case logs indicated that the misplaced implants were due to skiving. The user performed 4 registrations over the course of the surgery. Review of the planned implants shows that the screws were planned on a highly angled surface of bone which may cause the instrument to skive depending on the technique of the user. Since only one implant was misplaced during each registration this further demonstrates that skiving was the cause of the misplaced implants. The surgeon revised both the l1-l and l2-r screws utilizing excelsiushub and there were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. Cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsiushub system, an intra-operative correction was required for a misplaced implant.